Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion. It was reported that patient underwent creation of rectus fascia suburethral sling on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent abdominal supracervical hysterectomy, abdominal sacrocolpopexy, removal of pannus, abdominal enterocele repair, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, and colpoperineorrhaphy on (B)(6) 2013.